Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter did not retract. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: DHR review was performed on lot number: 8107761; the lot number was built on afa line 6 from 26apr18 thru 30apr18. Package on packaging line 9 from 28apr18 thru 01may18 for a quantity of (B)(4) units. Review of DHR revealed all required challenge samples, set-up, and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during the build of this lot. Received one used, non-retracted iag 20ga unit in an opened package from catalog number: 381834, lot number: 8107761. One photo was submitted for evaluation. The photo displayed a partially retracted unit in a package. Visual/microscopic evaluation: the needle was partially retracted into the safety barrel and damage was evident to the grip of the barrel. The needle was repositioned outwardly and upon depression of the activation button, the needle did not successfully retract. The damaged grip prevented complete retraction of the needle. Based on the review of the submitted photo; the needle was partially retracted; which revealed the same finding as the evaluation of the returned unit. Probable root cause: manufacturing: the defect needle retraction failure was identified and confirmed. The plug probe and the load barrel stations in zone 5 can become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter did not retract. No serious injury or medical intervention was reported.